Manufacturer narrative:
FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 3190 to 1863. This is a follow up report to correct this code. Removing health effect - clinical code 4580. This is a follow up report for this information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.